Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that duragen was used for a brain tumor removal surgery, and the patient is having foreign body response or suspicion of infection. The doctor is considering removing the problematic area. Additional information was subsequently received from integra safety regulatory & quality: according to the diagnostic imaging which was taken 3 months after the surgery, foreign body reaction/infection was suspected. The patient was on follow-up for a while, but it was strongly suspected of infection. Therefore, craniotomy was performed and the infected area (including bone) was removed. During the craniotomy, membranous tissue created by duragen was observed. In addition, many granulation tissues were observed so the doctor is sure that it was an infection. However, it occurred just 3 months after the surgery and the fact that the membranous tissue was formed, the doctor assumes that the infection was not caused by duragen. After removing the infected area, the patient is on follow-up without implanting anything. The patient is showing a trend toward recovery.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. Additional information received: histopathology report: not available, microbiology cultures with results: not available, treatment (e.g. Medications ¿ antibiotics): removing the problematic area. Patient clinical signs or symptoms (e.g. Fever, chills, drainage or pus, redness around the incision or surgical site etc.): granulation tissue was observed. Other concomitant medical devices used during the initial procedure: unknown. Investigation findings: duragen (unknown product ID) was not returned; therefore, failure analysis is not possible. Additionally, lot number information has not been provided; therefore, the device history record (DHR) could not be reviewed. However, as part of our investigation, a medical assessment was performed to evaluate the possible relation between the reported event and product use as follows: ¿based on the available information, the intraoperative findings are consistent with a localized inflammatory process at the surgical site. While infection was suspected intraoperatively, definitive confirmation would require microbiological or histopathological findings, which were not provided in the available information. Similarly, the findings described do not conclusively demonstrate a device-related foreign body reaction. The event appears consistent with postoperative inflammatory condition with intraoperative findings of significant granulation tissue and membranous tissue formation indicative of a chronic inflammatory process that may be associated with postoperative healing. Granulation tissue and fibrous membranous tissue formation are nonspecific findings and do not independently establish a definitive foreign body reaction or device-related complication. Therefore, based on the current information, a direct causal relationship between the implanted material and the reported inflammatory findings cannot be established. It is to be noted that duragen is contraindicated for patients with a known history of hypersensitivity to bovine derived materials. 1. Reference: 1. Integra lifesciences corporation. Duragen dural graft matrix. 10151-701-04 rev e 2020-07 1615702-1. Based on the available information and the medical assessment performed, a direct causal relationship between the duragen and the reported condition cannot be established. Therefore, the complaint is considered unconfirmed.

Event description:
N/a.